Manufacturer narrative:
Model number/catalog number: sc-2316-70. Serial number: (B)(4). Batch/lot number: 17349294/17675031. Model/catalog description: infinion 16 lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had impedances on almost all electrodes and had lost therapy relief. The patient underwent a revision procedure wherein the ipg and leads were replaced.